Event description:
It was reported to medtronic neurosurgery that the patient was not doing well several hours after the procedure. The doctor removed the valve and thought it was leaking at the delta chamber.

Manufacturer narrative:
The valve was patent and passed siphon testing. However, it did not meet the requirements for reflux and leak testing due to a tear in the side of the delta chamber. It is unknown how or when this damage occurred. The device met all specifications for pressure-flow and preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture.